Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator experienced a ventricular arrhythmia. The patient received anti-tachycardia pacing in which the rhythm appeared to accelerate. A shock was delivered in the ventricular tachycardia zone. Additional information was requested from the field however no additional information was obtained. No adverse patient effects were reported.

Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator experienced a ventricular arrhythmia. The patient received anti-tachycardia pacing in which the rhythm appeared to accelerate. A shock was delivered in the ventricular tachycardia zone. Additional information was requested from the field however no additional information was obtained. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator experienced a ventricular arrhythmia. The patient received anti-tachycardia pacing in which the rhythm appeared to accelerate. A shock was delivered in the ventricular tachycardia zone. Additional information was requested from the field however no additional information was obtained. No adverse patient effects were reported.